Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. Customer did not recall blood glucose level at the time of incident. The location of the leak was past both o-rings. Troubleshoot was performed. The incident date was unknown. Customer stated there has been high blood glucose reading since leaking started. Customer treated their high blood glucose reading with manual injection. The reservoir will not be returned for analysis.